Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 379 mg/dl. Customer stated that new battery in insulin pump and it did not light up. Customer¿s husband had taken battery out and put it back in then insulin pump screen came up. Customer stated that the display was not blank less than 30 seconds and did not return. Customer also stated that the display was blank currently and battery cap was neither damaged nor corroded. Troubleshooting was performed for blank display. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.